Event description:
Same case as: 2134265-2013-08601 and 2134265-2013-08602. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. Manual pullback was attempted. The procedure was completed with another of the same device. Functional check was performed after the procedure. They were unable to determine which device had caused the pullback failure. They thought that the failure might have been caused by either mdu failure or the catheter used was mistakenly connected together with the sterile cover. Subsequently, the mdu was exchanged. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for evaluation. The pullback sled appeared normal and no damage was observed. The pullback sled was able to connect to the mdu and pull back was performed within specifications. No issues or defects were observed during product analysis and the device met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-08601 and 2134265-2013-08602. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. Manual pullback was attempted. The procedure was completed with another of the same device. Functional check was performed after the procedure. They were unable to determine which device had caused the pullback failure. They thought that the failure might have been caused by either mdu failure or the catheter used was mistakenly connected together with the sterile cover. Subsequently, the mdu was exchanged. No patient complications were reported and the patient's status is good.